Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2023 the firm was notified that the patient had undergone a full system explant on (B)(6) 2023 due to frequent MRI needs for an unrelated medical condition. During the implantable pulse generator and the implanted leads were removed, however the physician was unable to retrieve the contacts, which were left in the body. Physician was provided potential risks and labeling contraindications related to abandoned components and MRI testing.

Manufacturer narrative:
Review of records found no previous complaints or incidents related to this patient and there are no indications that there are any failures or malfunctions related to the nalu system or its components. Removal of the system was per patient request and related to the need for frequent testing for unrelated medical conditions.